Event description:
Report received from the USA stating that the device was "heating up" during surgery. The reporter stated that this has been a reoccurring issue with this device; however could not specify the specific amount of occurrences. There were no delays in surgery. The reporter stated that there was a spare device always available for use. There were no pt or user injuries reported and there was no medical intervention required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).